Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Customer cleared the alarm to address the issue. Additionally, it was reported that the pump shut off unexpectedly. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer. Customer¿s blood glucose (bg) level was displayed as "high"; however no specific value was provided. Customer administered a manual injection to address bg.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Customer cleared the alarm to address the issue. Customer¿s blood glucose (bg) level was displayed as "high"; however no specific value was provided. Customer administered a manual injection to address bg.